Event description:
It was reported that patient underwent labral repair procedure on unknown date. During attempted insertion of a suture anchor, a prong on the anchor inserter fractured. The procedure was completed with no reported injury to the patient or significant delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest a fast fracture caused by excessive deformation of the component. (B)(4).